Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient stated they left work at 4:00pm and noticed that her blood glucose levels were high and proceeded to drive home. Between 5:30-6:00pm, the patient was involved in a car accident. The patient stated they did not hear a low or urgent lo alert from the receiver or the g5 mobile application. The paramedics checked the patient¿s blood glucose meter and the patient stated it was either 14mg/dl or 24mg/dl. The patient was transported to the emergency room (ER) where she was treated with intravenous (IV) therapy of glucagon and glucose. The patient was also given crackers and peanut butter to eat. After 5 hours, the patient was released after she was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.